Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 5 unopened pouches. Analysis and results: there are no previous complaints of this code-batch. Manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock. Received five closed samples to analyze this complaint. Tested the needle attachment of these five closed samples received and the results fulfil the OEM requirements. A 1.07 kgf in average and 1.02 kgf in minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: germany. Several sutures detached easily, some of them already detached while having opened the race-pack respectively while the needle was picked up with the needle holder.